Event description:
The patient's mother reported that the patient experienced elevated blood glucose due to the infusion tubing separating at the luer connection. The patient discovered the separation when she felt moister from insulin leakage. The mother stated that the patient's blood glucose elevated to 15 mmol/l (270 mg/dl) and she changed her infusion tubing and bolused to lower her blood glucose. The patient's normal blood glucose range is 9-11 mmol/l (162-198 mg/dl). The patient "didn't feel good" and "felt icky and thirsty" due to the elevated blood glucose. The mother stated that they were not aware of the recall. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.